Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue upon initial testing. The iabp unit passed all manifold tests, 30 psi regulator calibration and all autofill tests, and when returned to "patient treatment mode", the iabp unit had no issues performing autofill. Upon review of the iabp log files, the fse determined that all fault codes pointed to the k10 solenoid previously being stuck open. The fse replaced the pneumatic module assembly then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated repeated autofill failure alarms. There was no patient harm and no adverse event was reported.